Event description:
Pt is claiming that brush part of the provox brush was loosened from ther blue stick while he was cleaning the voice prosthesis. He coughed the brush out so no harm occurred.

Manufacturer narrative:
(B)(4). Investigation: only the brush head returned from the pt. The brush head was visually inspected. The brush head has not loosened from the blue shaft. The steel wire was broken and the twisted wires are both broken almost at the same place, indicating that this is not due to material weakening. Investigation of production records from 2008 to 2011 shows no problem with broken wires. It is possible to break the wire if the brush head was bent more than 45 degrees back and forward about ten times. According to manual, there is a warning picture showing that bending the brush head is not allowed. Conclusion: there is no material error found on the brush. The twisted metal wires of the brush have been broken off at same place and this can happen if the wire has been bent several times. According to manual it is not allowed to bend the brush head. Action: info to the pt to follow the instructions for use and that bending the brush head is not allowed. If bending is necessary it has to be done on the blue shaft instead as clearly described in the IFU.